Manufacturer narrative:
(B)(4). Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and pressure tested for the reported leak. The returned breathing circuit was subsequently submerged in a water bath to identify the source of the leak. Results: the pressure test revealed that the returned breathing circuit was out of specification due to excessive leak. Visual inspection identified that insufficient glue was present around proximal tubing connection of the expiratory limb. The water bath test highlighted that this was the source of the reported leak. A lot check revealed no other complaints of this nature for lot number 121008. Conclusion: the breathing circuit exhibited some leaks due to insufficient glue around the proximal tubing connection. All breathing circuits are visually inspected and pressure tested prior to leaving the production line. Any breathing circuits that fail are rejected. This suggests that the proximal connector only started to leak once it was set up for use. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel heatlhcare representative that an rt340 adult dual-heated evaqua breathing circuit failed the leak test on an puritan bennett 840 ventilator piror to patient use.